Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) has been confirmed. Upon investigation the monitor displayed a service code 110 (discharge profile fault) and was unable to complete functional testing. The cause for the failure was defective u1005 components on the computer/analog board. The root cause for the defective component could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor displayed a service code 110 (discharge profile fault).